Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device is not being returned, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part number (231810), lot number (l964388) combination per qlik query executed on 4/12/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure, it was observed that the tip of the 8x23mm milagro screw was smashed so that the surgeon could not insert the screw into the patient's body. The surgery was finished without any other problem, although it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. No further information was provided by the hospital.